Manufacturer narrative:
No device sample was returned for evaluation. A review of the manufacturing records indicated all device specifications and quality requirements were satisfied. Without evaluating the device involved in the incident, we are unable to determine the cause or factors which may have contributed to this event.

Event description:
It was reported that the catheter broke at the transition point between the catheter and wings; the day prior, the catheter was noted to have "stretched/thinned out" approximately 2-3 cm just past the securement wings. Otherwise, the dressing was intact, catheter secured. The remainder of the catheter was removed intact, no other clinical sequelae.